Manufacturer narrative:
G4: 16jul2020 b4: (B)(4) 2020 a philips field service engineer (fse) provided information to the customer that the bezel will require replacement to resolve this issue. A good faith effort was made to obtain additional information from the customer on the repair of this device. The customer stated that the device had been repaired by the replacement of the bezel. The customer confirmed via a good faith effort on (B)(6)2020 that the touchscreen was functional when the navigation-ring (nav) issue was discovered, therefore, navigation-ring not working does not affect the functionality of the vent. The user can use the touch screen to make any setting changes if the nav-ring is not functional. The device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
It was reported that the unit had a navigation ring failure. There was no patient involvement.